Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure at level l3 on (B)(6) 2008. During the procedure, the pt had difficulty breathing. Reportedly, during conscious sedation, the anesthesiologist halted the procedure after the inflatable bone tamps had been inflated about 3 ccs each. The cannulas were removed so, the pt could be flipped over and an oxygen mask applied. The pt was awaken. The pt checked into the hosp for the procedure to be finished the next day. It was reported that the procedure was successfully completed on (B)(6) 2008. No additional info was reported.

Manufacturer narrative:
Method: device not returned; followed up with company rep.